Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient¿s blood glucose (bg) had been high since 8:30am this morning. The patient¿s site was changed multiple times and it did not help. The reporter stated that the patient¿s bg went up to 600mg/dl with headache and came down with injections. The reporter denied any kinking of cannulas, the alarm history shows no associated alarms, no inadvertent suspends and all boluses being delivered. The reporter stated that during rewind and load step that the motor on the pump sounds loud and like a grinding whirring noise. The motor noise malfunction is ruled out because that has no effect on insulin delivery. This report is being made due to the hyperglycemic event the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.